Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that she had high blood glucose, blood at the site and the insulin pump is not delivering and did not alarmed to alert her of the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.